Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the air oscillator device had poor oscillation power. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delays to a planned procedure. It was not reported if there was a spare identical device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the air oscillator device did not move smoothly, and the device had component damage. It was further determined that the device failed pretest for check saw blade quick coupling. Therefore, the reported condition of poor oscillation power was confirmed. However, the assignable root cause was not determined. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition.